Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant had already been explanted but they still have their ac power supply and charging belt and wanted to know what to do with them. Agent reviewed external device disposal to patient. Patient mentioned that the implant needed to be removed due to infection. Patient stated the therapy was turned on (B)(6) 2025, they went for their check up a month later, and at the end of that appoint the doctor stated they "I don't like the looks of it, I want another doctor look at it" and they did, the implant was explanted on (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.